Event description:
It was reported by the patient's mother that the patient was having increased seizures. It was reported that the patient went into cardiac arrest several times due to the patient low battery status. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
Per patient¿s mother, the physician indicated the battery is just fine. The mother reports no big seizures, but has been having starring spells and zoning out often. No additional relevant information has been received to date.

Event description:
Implant and warranty registration card was received indicating the patient received a battery replacement due to battery depletion. Per hospital policy in which the replacement took place, no explants can be taken out of the or and are discarded if taken to pathology. No additional relevant information has been received to date.

Manufacturer narrative:
Event description - correction - inadvertently did not include device history records reviewed in the initial MDR submitted. Method code - correction - inadvertently did not include product records were reviewed in the initial MDR submitted.

Event description:
Device history record of the generator was performed. It was confirmed that all parameters passed inspection and that the trim test tab was performed after the manufacturing process was corrected; therefore, the generator of interest is not part of the laser routing issue which would cause premature eos.

Event description:
It was reported by the patient's mother that she was concerned the battery of the patient was already at 11%. The mother of the patient indicated that the patient's seizures have improved but expected the battery to last 8 to 10 years. Last known settings are from date of implant. No surgical intervention has been reported to date. No additional relevant information has been received to date.